Event description:
The customer stated that he tested his blood glucose and received a reading of 280 mg/dl using his contour meter. He took 18 units of insulin based on the reading. The customer was found by his sister 45 minutes later as he was about to pass out. She gave the customer something to eat and drink in order to raise his blood glucose level. The customer did not require outside medical attention. The customer's test strips are to be returned for evaluation. The customer also insisted his meter be replaced. Replacement products were sent to the customer.